Manufacturer narrative:
(B)(4) . The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow testing, clear passage testing, and an underwater leak test were performed without noting any issues. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the one-link component of a catheter set was bent and leaking. This occurred during an unspecified process step when the customer was attempting to push solution through the set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.